Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider via a company representative regarding a patient receiving fentanyl 1500mcg/ml and bupivacaine 20mg/ml via an implantable pump. The indication for use was non-malignant pain. It was reported that the patient came in for a refill on monday. During that visit, the patient's pump levels were below the critical alarm threshold, and the critical alarm was reset at the time of refill. The patient returned today because the pump continued to alarm, and the caller requested assistance on how to silence the alarm. The caller was guided through the process of shutting down the active alarm from the home screen. The pump was then re-interrogated to confirm there were no additional active alarms present. The active alarm was successfully silenced, and the healthcare provider updated the pump. The issue was resolved, and no further problems were reported.